Manufacturer narrative:
The field service engineer (fse) verified customer complaint, troubleshoot and found control printed circuit board (pcb) defective. The fse replaced the pcb, ran calibrations and full performance verification testing and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use that the ht70 ventilator had ¿no audible alarm¿. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.